Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while the surgeon was going to clip the cystic artery the second and third clips were malformed/scissored. Another device was not used to complete the procedure. There were no adverse consequences for the patient.